Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 548 mg/dl. Cause of bg level was not known. Customer addressed bg by administrating a correction bolus via pump. Ultimately customer went to the emergency room on (B)(6) 2024 and was subsequently hospitalized. Customer was treated with intravenous fluids of saline and insulin, resolving the issue with no permanent damage. Customer was released from hospital on (B)(6) 2024 and continued to use pump for insulin therapy.